Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous elevated accutnl result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and an alternate unit and lower results were obtained. The erroneous elevated result was reported out of the laboratory. Patient treatment as not impacted by this event.

Manufacturer narrative:
The sample was collected in rapid serum tube and centrifuged for 3 minutes. Qc was within the customer's established ranges pre and post the event. A bci field service engineer (fse) verified all alignments, fluidics, and the wash system. Fse replaced the aspirate probes and tubing. Fse performed system check and high sensitivity system check and both met specifications. No hardware issues were noted by the fse. A clear root cause can not be determined for this event.